Event description:
It was reported that approximately six months post port placement in the contralateral subclavian vein, the patient was noted with skin ulcer. It was further reported that after the removal of port system, a damage was found on the catheter. The current status of the patient is unknown.

Manufacturer narrative:
As the lot number for the device was not provided, a review of the device history record could not be performed. The device has been returned to the manufacturer for evaluation. The investigation of the reported event is currently underway.

Manufacturer narrative:
H10: manufacturing review: a manufacturing review was not requested as the lot number reported is unknown. Investigation summary: one powerport isp MRI attached to a groshong catheter was returned for evaluation. Gross visual, microscopic visual and functional evaluation were performed on the returned device. The investigation is confirmed for the reported fracture and identified deformation and wear issues as a diagonal split was noted approximately 0.2cm from the distal end of the cath-lock and a partial circumferential break was noted approximately 1.3cm from the distal end of the cath-lock. The edges of the diagonal split were noted to be jagged, with a granular and rounded break surface. The edges of the partial circumferential break was noted to be rounded. Further during functional evaluation, leak was noted from the partial and diagonal split upon infusion and air was aspirated into the syringe upon aspiration. The identified break is typical of flexural fatigue, which is due to the repetitive, cyclic kinking of the catheter. The definitive root cause could not be determined based upon available information. Labeling review: a review of product labeling documentation (e.g. Procedural instructions, indications, warnings, precautions, cautions, possible complications, contraindications, nursing guide, and unit label) did not find any product labeling inadequacy. H10: g3, h6 (device, method) h11: h6 (result, conclusion) h11:section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text : see h10.

Event description:
It was reported that approximately six months post port placement in the contralateral subclavian vein, the patient allegedly experienced skin ulcer. It was further reported that after the removal of port system, a damage was allegedly found on the catheter. The current status of the patient is unknown.